Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges leaked. Additionally, the wake button was sticking and did not allow the user to turn the pump off. There was no impact to the user's blood glucose level.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (cartridge leak) could not be evaluated due to no used cartridges returned. The alleged wake button issue could not be verified.